Event description:
It was reported that smoke came from the 8800 system during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The image monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.